Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
A review of radiographic images show ap and lateral preoperative views show degenerative disc disease with degenerative spondylolisthesis grade I at l3, severe disc collapse at l5 and degenerative scoliosis, apex left centered on l4. Stenosis is reported. Postoperative films show construct from t11 to s1 with pedicle screws, and crosslink. Interbody devices are seen at l4 and l3. Position of implants appears excellent. Subsequent films report failure of fusion at l5 with loosening of s1 screws as well as compression fracture and screw loosening at the upper end of the construct. Patient has refused further surgery. Although the surgery was appropriate given sufficient patient distress, it nevertheless is a high risk case prone to pseudoarthrosis and failure. This risk could have been mitigated by interbody column support at l5, possible extension with iliac screws, and extension of the upper construct to t9 or t10. Augmentation of the upper screws may have been a consideration as well.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.